Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a correction of genital prolapse performed on (B)(6), 2014. According to the complainant, the device malfunctioned at the time of fixation of the mesh in the supraspinatus bind. Several attempts were done to fix the mesh using the capio device. It was later observed that the carrier of the capio device was bent. After multiple attempts, the suture that connects the needle system broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue with white stripe dilator is broken. The dart is located behind the catch of the capio and has a small portion of suture attached to it. Additionally, no damage was noted on the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a correction of genital prolapse performed on (B)(6) 2014. According to the complainant, the device malfunctioned at the time of fixation of the mesh in the supraspinatus bind. Several attempts were done to fix the mesh using the capio device. It was later observed that the carrier of the capio device was bent. After multiple attempts, the suture that connects the needle system broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.